Event description:
It was reported that the metra device's gas inlet port was loose. The liver was transplanted.

Manufacturer narrative:
Upon inspection by the field service engineer, the reported event of a loose oxygen inlet was able to be confirmed. The fitting was tightened to resolve the issue and the device subsequently passed all applicable testing.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.